Event description:
The customer states that they are getting low results for patient samples tested using the architect c16000 analyzer for multiple assays. The customer provided test results for one patient. Initial test results generated a potassium result of 2.20 mmol/l and sodium of <100 mmol/l. Upon retest, a potassium result of 4.53 mmol/l and sodium result of 146.3 mmol/l was obtained. Suspect results were not reported from the lab, and there was no adverse impact to patient management reported due to this issue.

Manufacturer narrative:
Other: erratic results. Investigation summary: review of the complaint text indicates in early 2009, during a sales representative meeting at the customer site, the customer stated he received a low sodium result of <100 mmol/l on the device. The sample was retested with the same low sodium result on (a second analyzer). The results were not reported out of the laboratory. The sample was placed in the carousel and reran for the third time with a result of 146.3 mmol/l. The instrument logs were not available for return. Preventative maintenance was performed in late 2008. The customer runs controls at least two times on both instruments daily. No errors were generated and all the controls were within acceptable ranges. Based on the information provided by the customer about the sample handling of the sample tube, the results of other assays processed simultaneously could potentially have been affected also. The other assays that could have been impacted are alat, asat, alkaline phosphatase, amylase pancreatic, total bilirubin, creatinine, gamma-glutamyl transferase, and potassium. This additional information does not change the outcome of the investigation. The customer believes a potential probable cause of the erratic sodium results was the fact that the samples were frozen and were not thawed correctly when it was initially processed on the instrument. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. The event is addressed in labeling. The architect system operations manual ((june, 2007): section 7, operational precautions and limitations. Limitations of result interpretation. Assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10, troubleshooting and diagnostics, observed problems, erratic results (c system) lists the probable causes and corrective actions for erroneous results. In the clinical chemistry integrated chip technology sodium potassium chloride (ict na+, k+ cl-) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Fibrin clots may subsequently form in these sera and the clots could cause erroneous test results. Multiple myeloma samples are known to give low results on diluted ise systems due to the high level of protein present in the sample. No failure was detected and the device was performing within specification. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.